Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Normal wear and tear. Need to replace this part in all 3 of our uni trays please. Case type: pka.